Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the device occurred during its use. There is no evidence suggesting that the device was defective, but rather a patient condition and post procedure related event, as the patients did receive antiplatelet medication which may have contributed to the hemorrhage. However, the exact cause remains unknown. Hemorrhages are known inherent risks of the mechanical thrombectomy procedure and are documented in the device's instructions for use (IFU). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: "acute occlusions of dual-layer carotid stents after endovascular emergency treatment of tandem lesions" umut yilmaz, md; heiko körner, md; ruben mühl-benninghaus, md; andreas simgen, md; catherine kraus; silke walter, md; stefanie behnke, md; klaus fassbender, md; wolfgang reith, md; marcus m. Unger, md. Medtronic received report that 47 consecutive patients with occlusions of the mca or intracranial ica who underwent mechanical thrombectomy and carotid artery stenting (non-medtronic stent) 36 men and 11 women and mean age: 67±12 years. Post intervention, 6 patients were reported to have suffered a symptomatic intracerebral hemorrhage (sich). The patients were reported to have all received antiplatelet medication prior to intervention.